Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device returned noted damage (acid-degradation) to the shell/ring of the band and discoloration consistent with erosion. A part of the device also had evidence of non-penetrating nicks with missing material. The belt had non-penetrating nicks and missing material with striations described as surgical tool scratch-like. The damaged port septum had burnt marks, missing material and pulled material with evidence of coring likely to have been caused by the use of a coring needle. The buckle was broken with striations consistent with surgical damage. The band tubing was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported lap-band system removal due to alleged "erosion; over half of the band in the lumen of the stomach."